Manufacturer narrative:
The reported complaint of " the prime switch of the thermogard xp ivtm system (B)(4) functioned intermittently and pump stops intermittently when pressing the switch" was confirmed during functional testing. The root cause of the reported complaint was loose contact and a bad/faulty solder junction, not all strands were soldered onto the switch. During visual inspection of the returned thermogard console, it was observed that the prime switch was not working properly. Unrelated to the complaint, the coolant was also low. Upon review of the event log, no issues were found. Functional testing was performed and the device could be used. However, the prime switch was functioning intermittently when pressed; thus, confirming the reported complaint. The root cause of the reported complaint was loose contact and a bad/faulty solder junction, not all strands were soldered onto the switch. The prime switch will be replaced to remedy the faults. Zoll is awaiting customer approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for thermogard console with serial number (B)(4).

Event description:
During setup of the thermogard xp ivtm system 3010617000-2022-00194 ,the customer reported that the prime switch does not function as intended. The pump stops intermittently when pressing the switch. No patient involvement.